Event description:
The facility representative reported an infuso.r. Pump with a condition of "not working properly". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "not working properly" was confirmed and reproduced. The root cause was attributed to an occlusion switch out of adjustment. The occlusion switch was adjusted to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.